Event description:
The patient reported everything was fine with the ccpd treatment the night before. No mid-day exchanges were performed. Patient setup the cycler with three 5 liter bags (usually using 2.5%). The treatment was started, and the patient did not recall any alarms during the first cycle. The patient reported she woke up in fill 2, had "heater bag not filling" alarms, and noted the heater bag was empty. Patient reported she then bypassed fill 2 due to feeling of fullness, stomach was extended and felt short of breath. Tech support advised patient to do a stat drain. Patient stated she felt better after a partial drain. Patient fell asleep and continued to drain. The patient stated when she woke up she noticed the large drain volume. Per patient, all the solution bags were empty. Per pd nurse, the patient reported the heater bag was empty and the supply ags had fluid remain but unknown amount. Treatment data: drain 0: 2637 ml. Fill 1:2000 ml, drain 1: 1590 ml. Fill 2: 1229 ml, then stat drain 7403 ml. Patient turned off the cycler and disconnected.

Manufacturer narrative:
The patient's pd nurse reported, the patient had no complaints, her abdominal exam was negative, and no medical intervention was performed related to this report. A medical record review was performed on the patient's treatment data and medical information obtained. A large drain volume was reported in drain 2 with unidentified cause.